Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction code did not recur.